Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer array placement to the ulcer cannot be ruled out. Contributing factors for skin ulcer in this patient include: prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm).

Event description:
A 55-year-old female patient with astrocytoma (who grade IV) started optune gio therapy on (B)(6) 2017. On (B)(6) 2025, the patient reported to novocure that she developed a sore on her scalp, which resulted in discontinuation of optune gio therapy for approximately two weeks. She was evaluated by a wound care specialist and was advised to resume therapy once the area had adequately healed. A medical record received by novocure on (B)(6) 2025, indicated that during an oncology visit on (B)(6) 2025, the patient had a scalp wound for approximately three weeks with intermittent purulent drainage. The patient denied fever or chills. The prescribing physician expressed concern regarding the patient's scalp and advised discontinuing therapy until further notice. The patient was referred to wound care for further evaluation and management. On (B)(6) 2025, the patient reported that she had to remove the transducer arrays due to worsening of the scalp ulcer. The patient had previously received topical treatment with an unspecified medication and was instructed to keep the wound covered. Despite these interventions, the ulcer progressed, necessitating ongoing wound care and continued discontinuation of optune gio therapy. The provided image showed a circular, eschar covered ulcer with moderately erythematous margins on the left parietal scalp. The prescribing physician was contacted for additional information, but no response was received.